Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, suction irrigator (si) instrument blue spring came out because the cable was broken. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information: customer stated that there was no instrument collision during the procedure, nothing fell into the patient, and the instrument is available for return. No patient demographics were returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm suction irrigator instrument to perform failure analysis. The instrument was found to have a broken snake wrist cable at the distal end. The cable was fully broken. Additional observations related to customer reported complaint: the instrument was found to have a broken inner lumen at the distal end. There were no missing pieces, and damage was observed to the snake wrist cables. Wrist assembly is not straight and did advance through a cannula. The instrument was found to have a broken main tube approximately .0305" from the distal tip. No material was found missing.